Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report# 3006705815-2018-03487. It was reported that the patient experienced multiple falls immediately after implant of the scs system. Reportedly, patient was unable to experience effective coverage. High impedances were noted on one lead. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
The device code "migration" was mistakenly omitted in previous reporting. Wording was added to document the detail as well. Patient code "fall" was mistakenly used and does not apply to this event.

Event description:
The leads which were previously reported and replaced had also migrated.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-03487.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's leads had migrated after a fall, and so the patient underwent surgical intervention to explant and replace the leads. Therapy was restored post-operatively.